Event description:
Per the clinic, the patient reported pain with device use. Subsequently, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
This report is filed june 23, 2015.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014; during the same surgery, the patient was re implanted with a new device. The device has not been made available for analysis as of the date of this report, september 8, 2014. This report is filed september 8, 2014. Device is currently unavailable.